Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left main to left anterior descending artery (lad). A 3.00 x 16 mm synergy xd drug-eluting stent was deployed. A distal stent edge dissection was observed under fluoroscopy. The dissection was further described as non-flow limiting. The dissection was covered with another drug-eluting stent and the procedure was completed. The patient was doing well post-procedure. It was further reported that the target lesion was 80% stenosed, moderately tortuous and moderately calcified. The 3.00 x 16 mm synergy xd was deployed at 12 atm. Per the physician, the dissection was less than 5 mm in length and case by the nature of the artery and lesion profile.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left main to left anterior descending artery (lad). A 3.00 x 16 mm synergy xd drug-eluting stent was deployed. A distal stent edge dissection was observed under fluoroscopy. The dissection was further described as non-flow limiting. The dissection was covered with another drug-eluting stent and the procedure was completed. The patient was doing well post-procedure.